Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Products requested for investigation however there was no response from customer.

Event description:
It was reported that an infusion magnesium sulphate (60ml) was programmed at a rate 50ml/hr. Between 9:20am and 10:30am however the user stated that the device failed to alarm for air in line. Other lvp module was attached at the time of the event however there was no specific details. Although requested, no additional information about the patient, medication, or event provided at this time.